Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: confirmed thrombus. The evaluation of heartmate ii lvas, serial number (B)(6), confirmed thrombus and identified a compromised driveline that could have resulted in the reported low speed events. The low speed events were confirmed through the evaluation of the submitted log files. (B)(6) was returned with the driveline severed 5.5¿ from the pump housing, and the distal end was returned in a 6¿ and a 29.5¿ portions. A previous perc lead repair was observed on the driveline, 17-20.5¿ from the metal connector. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned. The outflow graft was returned unattached from the outlet elbow. The outflow graft bend relief was returned attached to the outflow graft attachment with the bend relief collar secured over it. The outlet elbow was returned attached to the outlet port. Upon disassembly of the pump, examination of the inlet stator revealed a small, red thrombus formation. The thrombus was situated around the inlet bearing cup as well as the rotor bearing ball. The thrombus showed evidence of laminated layering indicating that it formed in this location over an undetermined amount of time. Examination of the proximal side of the outlet stator revealed a non-laminated deposition adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form within the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, lack of circumferential contact marks on the outlet bearing cup suggest that the deposition was not present in the outlet stator for an extended period of time while in operation. The two depositions observed inside the pump could have contributed to the patient¿s reported increased lactate dehydrogenase (ldh). Electrical continuity testing of the wires did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield shorts were induced in this testing, even with the manipulation of the driveline. A previous perc lead repair was observed on the driveline, 17-20.5¿ from the metal connector. The silastic layer was unremarkable. The silicone sleeve was removed, and the examination of the bionate revealed red/brown discoloration 0-20¿ from the connector and evidence that blood was inside the perc lead repair site. The bionate was removed and areas with minor shield breakdown were noted at 0" and 2¿ from the metal connector. The shielding was removed, and microscopic examination of the underlying wires revealed a breach in the insulation of the red wire 18.5" from the connector. The breach was on the proximal side of the previous perc lead repair but distal to the patient¿s driveline exit site. The remaining wires were unremarkable. The returned portions of the driveline were submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test confirmed the current leakage in the insulation of the red wire of the driveline. No additional breaches were found in the remaining wires. The low speed operation observed within the log file would have resulted if the exposed conductors of the red wire contacted the metal braided shield or the foil wrap of the repair and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 26may2017. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that elevated powers were recorded between 16nov2020 and 21nov2020. Additionally, the low speed events started on (B)(6) 2020. Low speeds starting on this date were attributed to the driveline issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: confirmed thrombus. The evaluation of heartmate ii lvas, serial number (B)(6) , confirmed thrombus and identified a compromised driveline that could have resulted in the reported low speed events. The low speed events were confirmed through the evaluation of the submitted log files. (B)(6) was returned with the driveline severed 5.5¿ from the pump housing, and the distal end was returned in a 6¿ and a 29.5¿ portions. A previous perc lead repair was observed on the driveline, 17-20.5¿ from the metal connector. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned. The outflow graft was returned unattached from the outlet elbow. The outflow graft bend relief was returned attached to the outflow graft attachment with the bend relief collar secured over it. The outlet elbow was returned attached to the outlet port. Upon disassembly of the pump, examination of the inlet stator revealed a small, red thrombus formation situated around the inlet bearing cup. A similar deposition was present around the rotor bearing ball. The thrombus formations showed evidence of laminated layering indicating that they formed in this location over an undetermined amount of time. The thrombus formations were similar in color and structure and were likely a single formation prior to the disassembly of the device. Examination of the proximal side of the outlet stator revealed a non-laminated deposition adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form within the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, lack of circumferential contact marks on the outlet bearing cup suggest that the deposition was not present in the outlet stator for an extended period of time while in operation. The thrombus formations observed inside the pump could have contributed to the patient¿s reported increased lactate dehydrogenase (ldh). Electrical continuity testing of the wires did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield shorts were induced in this testing, even with the manipulation of the driveline. A previous perc lead repair was observed on the driveline, 17-20.5¿ from the metal connector. The silastic layer was unremarkable. The silicone sleeve was removed, and the examination of the bionate revealed red/brown discoloration 0-20¿ from the connector and evidence that blood was inside the perc lead repair site. The bionate was removed and areas with minor shield breakdown were noted at 0" and 2¿ from the metal connector. The shielding was removed, and microscopic examination of the underlying wires revealed a breach in the insulation of the red wire 18.5" from the connector. The breach was on the proximal side of the previous perc lead repair but distal to the patient¿s driveline exit site. The remaining wires were unremarkable. The returned portions of the driveline were submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test confirmed the current leakage in the insulation of the red wire of the driveline. No additional breaches were found in the remaining wires. The low speed operations observed within the log file would have resulted if the exposed conductors of the red wire contacted the metal braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The heartmate 3 lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 26may2017. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's (B)(6) 2020 driveline repair was reported under manufacturer report number: 2916596-2020-01027.

Event description:
It was reported the patient experienced low speed advisories while connected to wall power. The patient was initially on a power module. He had another low speed advisory with a yellow wrench alarm while connected to the mobile power unit. The patient also had mildly elevated lactate dehydrogenase (ldh) and no dark urine. The patient had an external driveline splice performed (B)(6) 2020. The driveline repair left 4 inches of driveline from the exit site and there was not enough room for another repair attempt. Log file analysis showed 20 low speed advisories occurring intermittently that were associated with high power elevations on (B)(6) 2020 ~9:08am, (B)(6) 2020 9:34-9:46pm, (B)(6) 2020 2:37pm, and (B)(6) 2020 3:31pm. Speed drops were as low as 4720 rotations per minute. Patient x-rays were unremarkable. The patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2020. They were doing well, were extubated, and were taken off drips.